Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a promus element plus, mr, ous 3.5x16mm stent delivery system (sds) was returned for analysis. The proximal end of the device including the manifold hub was not returned. There was a hypotube break at 1436mm from the end of the distal tip. This type of damage is consistent with excessive force being applied to the delivery system as a result of trying to cross a very tight lesion. A visual and tactile examination found that the stent showed severely stretched, distorted and misaligned struts in the mid section of the stent, the proximal and distal end struts did not appear to be damaged however they had moved on the balloon towards the markerbands on each end of the balloon. Note during analysis the stent was inadvertently pulled off the device. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Note: after the stent inadvertently detached from the device analysis of the device showed there was evidence of crimp stent markings on the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found no issues with the profile of the shaft. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip where the tip appeared to be slightly flattened at the edge. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 19-aug-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 90% stenosed, 12x3.75mm, eccentric, de novo target lesion, containing a lesion bend between >45 and <90 degrees was located in the moderately tortuous and severely calcified coronary artery. After a guidewire crossed the lesion and a 3.00x10mm balloon catheter was advanced for pre-dilatation, a 3.50x16mm promus element plus drug eluting stent was advanced to treat the lesion but failed to cross. The procedure was completed with a non-bsc stent. No patient complications were reported and patient's status was stable. However, returned device analysis revealed hypotube break, stent damage, stent detachment and stent moved on balloon.